Event description:
The physician attempted to deploy a 2.50mm diameter x 08mm length integrity rx bare metal stent. The target lesion was located proximal in the diagonal branch. There was severe calcification and the degree of tortuosity was moderate. The device was removed from the packaging and prepped with no issues reported. It was reported that the device passed through a previously deployed stent and resistance was encountered when advancing the device and excessive force was used during the delivery of the device. It was reported that the shaft of the device kinked during the procedure. The device was withdrawn from the patient. No patient injury or clinical sequelae were reported. Device evaluation: the device was returned to medtronic for evaluation. The stent was positioned on the balloon between the inner shaft markers with no deformation visible to the segments or struts. The distal tip was flared and damaged. There were a number of kinks visible along the hypotube. The hypotube had detached 22.1cm distal to the strain relief. Both ends of the hypotube were oval and jagged at the break site. The hypotube was kinked 2.0cm proximal to the break site.

Manufacturer narrative:
Evaluation results: failure to follow instructions (use of force). Inherent risk of procedure (failure to deliver stent). Patient¿s condition affected effectiveness of device (patient lesion morphology, calcified lesion and tortuosity present). Deformation problem. Evaluation conclusion: known inherent risk of a procedure (failure to deliver stent). Device failure related to patient condition (patient lesion morphology, calcified lesion and tortuosity present). User error contributed to event (use of force). (B)(4).